Event description:
It was reported that, "the patient began complaining of knee pain after approximately 15 years. The surgeon revised by swapping out the poly. The primary was performed at a different hospital that has since closed so no medical notes, x-rays, history, implant sheet will be available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.